Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received the information from the user of the dreamstation auto bipap has allegation of device device/power cord or supply caught fire. There was no report of harm or serious injury. No medical intervention was specified. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.